Event description:
It was reported that the patient presented remotely through an alert on merlin. It was noted that the patient's right ventricular (rv) lead was oversensing due to myopotentials. Programming changes were made to address the issue. The patient condition was stable.